Event description:
A customer contacted beckman coulter (bec) reporting that the olympus au5431-02 clinical chemistry analyzer generated four (4) unbelievable negative values. Customer stated that this is uncharacteristic of this assay and reran the samples yielding results within the expected range. The incorrect results were not reported out of the laboratory. The results provided by the customer are shown in this report. There were no reports of patient injury or impact to patient treatment attributed to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed nearly empty reagent bottles for the creatinine assay on unit 2 of the instrument. The fse adjusted the dead volume setting for the reagent probe. The fse also tightened all grounding wires on the reagent transport arms on that unit. Proactively due to level sense errors being noted on several of the other au5400 at this customer site, the fse also performed lubrications and alignments to units 1 and 3 of this analyzer. System performance was validated and issue was resolved. Failure mode is attributed to hardware.

Manufacturer narrative:
Continued investigation by beckman coulter discovered that the level sense issues were centered on reagents which were provided in the 180 ml size kits. The reagent kits require the use of pipe/straw which must be inserted in the bottle prior to use. The pipes must sit straight in the bottle and must not contact the bottom of the reagent bottle. Dead volume criteria must also be met. The fse stated that about 75% or more of the pipes that were evaluated failed to meet visual inspection. The fse noted that the customer consolidates all of the pipes/straws from all reagent kits into one bin and pulls out of that stock as needed. The fse evaluated multiple pipes from the consolidated bin which would cover pipes/straws from any 180 ml reagent kit as well as any blank 180 ml bottle kits for pour-over reagents. The pipes evaluated were not straight and most show a slight curve that is difficult to detect without a straight line of comparison. With a curved pipe, the instrument's reagent probe is likely to contact the side of the pipe and falsely indicate the level of that reagent. Beckman coulter confirmed the presence of curved/bent pipes/straws from reagent warehouse stock and will continue to investigate this issue. All related medwatch reports associated with this event: 9612296-2013-00098, 9612296-2013-00102, 9612296-2013-00104, 9612296-2013-00108, 9612296-2013-00109, 9612296-2013-00110.

Event description:
This is a follow up report.